Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report. Visual inspection noted no setscrews were stuck; all setscrews extended and retracted. The right ventricular (rv) ring setscrew hex wrench receptacle was partially rounded out, which occurs when non-boston scientific crm lead wrenches are used. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific crm received information that this during the replacement of this cardiac resynchronization therapy defibrillator (crt-d) for normal battery depletion, the right atrial (ra) and right ventricular (rv) set screws were stuck. The physician removed a small portion off the back of the device header and was then able to loosen the set screws. To date, there have been no reported adverse patient effects related to this clinical observation. The explanted device was later returned for analysis. Initial laboratory testing determined that this device did not meet longevity predictions as described in device labeling.

Manufacturer narrative:
The device is currently undergoing detailed analysis. This event will be updated upon completion of analysis.